Event description:
It was reported that the patient came in the hospital after receiving an alert for high impedance. Real- time measurements were normal, and no noise was observed during isometrics. It was noted that the impedance has increase since implant, indicative of loose setscrew or lead damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.